Event description:
It was reported that the granddaughter may have pressed buttons on the insulin pump. The current blood glucose reading is 160 mg/dl. The insulin pump alarmed during the prime process. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose/flush drive support disk. A cracked case, cracked battery tube threads and scratched lcd window noted.